Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and noise which resulted in oversensing. Clinician adjusted the ra sensitivity of the device to force ra pacing. Currently, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).